Event description:
The customer reported that an 840 ventilator had a blank screen. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.